Event description:
It was reported that the patient presented with device at eri. Previous follow-up showed remaining time of 3 to 5 years to eri. Replacement was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.